Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 30sep2019 and confirmed that there were no production failures which correlated to the customer reported issue. The report preventative maintenance was confirmed during fse testing. According to work order (B)(4), the fse performed preventive maintenance. After replacing the assembly temperature probe, the device was tested and passed. The device functioned as intended and exhibited no further issues. During dchu visual inspection p/n 136355-01: the part received showed signs of thermal damage along the cable. During dchu testing p/n 136355-01: no further test was required due to thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required maintenance. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.